Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on 27-may-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for permanent sterilization. Or about (B)(6) 2014, plaintiff contacted her physician to discuss her options for permanent contraception. On or about (B)(6) 2014, she underwent the essure procedure. Or about (B)(6) 2014, she began experiencing severe lower abdominal pain and severe pelvic pain. On or about (B)(6) 2014, an hysterosalpingogram (hsg) test was performed and confirmed full occlusion her fallopian tubes. On or about (B)(6) 2014, she began experiencing severe back pain, dyspareunia, metallic taste in her mouth, fatigue, headaches, vaginal discharge and excessive menstrual bleeding. On or about (B)(6) 2015, she also began experiencing hair loss, sudden weight gain and migraines. On or about (B)(6) 2015, plaintiff presented to physician complaining of her symptoms. Removal of the essure devices was recommended. On or about (B)(6) 2016, she underwent a total hysterectomy with removal of the essure devices. Following her total hysterectomy, all of plaintiff's symptoms resolved. Follow-up received on 13-jun-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and presented severe pelvic pain two months after device placement. The essure devices were removed via hysterectomy after two years. This event is listed in the reference safety information for essure. Considering abdominal, pelvic and uncharacterized pain may occur during essure use and the fact that patient had recovered after removal (positive dechallenge), causality with suspect insert cannot be excluded. Since an intervention was required to remove the devices, this case is regarded as incident. According to product technical analysis, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be requested through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') and device dislocation ('the right essure tubal occlusion device appears malposition within the distal fallopian tube with minimal filling of the proximal right fallopian tube') in a 26-year-old female patient who had essure (batch no. B84074-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery on (B)(6)2014, multigravida, parity 3 and hyperthyroidism. Concurrent conditions included haemorrhagic anaemia since (B)(6)2016, dysmenorrhea since (B)(6)2016 and body mass index normal. Concomitant products included medroxyprogesterone acetate (depo-provera) and paracetamol (acetaminophen). On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 30 days after insertion of essure. On (B)(6)2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2014, the patient experienced abdominal pain lower ("severe lower abdominal pain"). On (B)(6)2014, the patient experienced fatigue ("fatigue") and genital haemorrhage ("abnormal bleeding(general)"). On (B)(6)2014, the patient experienced dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). In (B)(6)2014, the patient experienced back pain ("severe back pain"), dysgeusia ("metallic taste in her mouth"), menorrhagia ("excessive menstrual bleeding") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6)2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6)2015, the patient experienced headache ("headaches"), alopecia ("hair loss") and migraine ("migraines"). In (B)(6)2015, the patient was found to have weight increased ("sudden weight gain"). On an unknown date, the patient experienced pain in extremity ("leg pan") and abdominal discomfort ("big stomach"). The patient was treated with surgery (abdominal hysterectomy with bilateral salpingoophorrectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, device dislocation, abdominal pain lower, back pain, dyspareunia, dysgeusia, fatigue, headache, vaginal discharge, menorrhagia, alopecia, weight increased, migraine, vaginal haemorrhage, dysmenorrhoea and pain in extremity had resolved and the genital haemorrhage and abdominal discomfort outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal discomfort, abdominal pain lower, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff stated her symptoms resolved after removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - on an unknown date: one of the coils was displaced. (B)(6)2014 hsg test that confirmed full occlusion fallopian tubes. On an unspecified date, a hsyterosalpingogram exam was performed and showed the left essure tubal occlusion device apparently in good position. The right essure tubal occlusion device apparently malpositioned within the distal fallopian tube with minimal filling of the proximal right fallopian tube. Current weight as of (B)(6)2018: 122.00 lbs. Approximate weight at the time of essure placement: 119.00 lbs . Lot number b84074 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') and device dislocation ('the right essure tubal occlusion device appears malposition within the distal fallopian tube with minimal filling of the proximal right fallopian tube') in a 26-year-old female patient who had essure (batch no. B84074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery on (B)(6) 2014, multigravida, parity 3 and hyperthyroidism. Concurrent conditions included haemorrhagic anaemia since (B)(6) 2016, dysmenorrhea since (B)(6) 2016 and body mass index normal. Concomitant products included medroxyprogesterone acetate (depo-provera) and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 30 days after insertion of essure. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced abdominal pain lower ("severe lower abdominal pain"). On (B)(6) 2014, the patient experienced fatigue ("fatigue") and genital haemorrhage ("abnormal bleeding(general)"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced back pain ("severe back pain"), dysgeusia ("metallic taste in her mouth"), menorrhagia ("excessive menstrual bleeding") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced headache ("headaches"), alopecia ("hair loss") and migraine ("migraines"). In (B)(6) 2015, the patient was found to have weight increased ("sudden weight gain"). On an unknown date, the patient experienced pain in extremity ("leg pan") and abdominal discomfort ("big stomach"). The patient was treated with surgery (abdominal hysterectomy with bilateral salpingoophorrectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, abdominal pain lower, back pain, dyspareunia, dysgeusia, fatigue, headache, vaginal discharge, menorrhagia, alopecia, weight increased, migraine, vaginal haemorrhage, dysmenorrhoea and pain in extremity had resolved and the genital haemorrhage and abdominal discomfort outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal discomfort, abdominal pain lower, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff stated her symptoms resolved after removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - on an unknown date: one of the coils was displaced. (B)(6) 2014 hsg test that confirmed full occlusion fallopian tubes. On an unspecified date, a hsyterosalpingogram exam was performed and showed the left essure tubal occlusion device apparently in good position. The right essure tubal occlusion device apparently malpositioned within the distal fallopian tube with minimal filling of the proximal right fallopian tube. Current weight as of (B)(6) 2018: 122.00 lbs. Approximate weight at the time of essure placement: 119.00 lbs. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: newly added events- stomach discomfort, reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") and device dislocation ("the right essure tubal occlusion device appears malposition within the distal fallopian tube with minimal filling of the proximal right fallopian tube") in a 26-year-old female patient who had essure (batch no. B84074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, delivery on (B)(6) 2014 and hyperthyroidism. Concurrent conditions included haemorrhagic anaemia since (B)(6) 2016, dysmenorrhea since (B)(6) 2016 and body mass index normal. Concomitant products included medroxyprogesterone acetate (depo-provera) and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 30 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced abdominal pain lower ("severe lower abdominal pain"). On (B)(6) 2014, the patient experienced fatigue ("fatigue") and genital haemorrhage ("abnormal bleeding(general)"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced back pain ("severe back pain"), dysgeusia ("metallic taste in her mouth"), menorrhagia ("excessive menstrual bleeding") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced headache ("headaches"), alopecia ("hair loss") and migraine ("migraines"). In (B)(6) 2015, the patient experienced weight increased ("sudden weight gain"). On an unknown date, the patient experienced pain in extremity ("leg pan"). The patient was treated with surgery (abdominal hysterectomy with bilateral salpingoophorrectomy) and surgery (abdominal hysterectomy with bilateral salpingoophorrectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, abdominal pain lower, back pain, dyspareunia, dysgeusia, fatigue, headache, vaginal discharge, menorrhagia, alopecia, weight increased, migraine, vaginal haemorrhage, dysmenorrhoea and pain in extremity had resolved and the genital haemorrhage outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain lower, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff stated her symptoms resolved after removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. On (B)(6) 2014 hsg test that confirmed full occlusion fallopian tubes. On an unspecified date, a hsyterosalpingogram exam was performed and showed the left essure tubal occlusion device apparently in good position. The right essure tubal occlusion device apparently malpositioned within the distal fallopian tube with minimal filling of the proximal right fallopian tube. Current weight as of (B)(6) 2018: 122.00 lbs. Approximate weight at the time of essure placement: 119.00 lbs concerning the injuries in the case, the following ones were described in patient's medical records conforming events: pelvic pain, menorrhagia and dyspareunia amd event device dislocation was added. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 10-jul-2018: plaintiff fact sheet received. Event added: abnormal bleeding(general). Event onset date was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and device dislocation ("the right essure tubal occlusion device appears malposition within the distal fallopian tube with minimal filling of the proximal right fallopian tube") in a 26-year-old female patient who had essure (batch no. B84074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 and delivery on (B)(6) 2014. Concurrent conditions included haemorrhagic anaemia since (B)(6) 2016 and dysmenorrhea since (B)(6) 2016. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced abdominal pain lower ("severe lower abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced back pain ("severe back pain"), dyspareunia ("dyspareunia"), dysgeusia ("metallic taste in her mouth"), fatigue ("fatigue"), headache ("headaches"), vaginal discharge ("vaginal discharge"), menorrhagia ("excessive menstrual bleeding") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2014, 3 months 7 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced alopecia ("hair loss"), weight increased ("sudden weight gain") and migraine ("migraines"). On an unknown date, the patient experienced pain in extremity ("leg pan"). The patient was treated with surgery (abdominal hysterectomy with bilateral salpingoophorrectomy) and surgery (abdominal hysterectomy with bilateral salpingoophorrectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, abdominal pain lower, back pain, dyspareunia, dysgeusia, fatigue, headache, vaginal discharge, menorrhagia, alopecia, weight increased, migraine, vaginal haemorrhage, dysmenorrhoea and pain in extremity had resolved. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain lower, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff stated her symptoms resolved after removal of the essure device. Diagnostic results: (B)(6) 2014 hsg test that confirmed full occlusion fallopian tubes. On an unspecified date, a hsyterosalpingogram exam was performed and showed the left essure tubal occlusion device apparently in good position. The right essure tubal occlusion device apparently malpositioned within the distal fallopian tube with minimal filling of the proximal right fallopian tube. Cconcerning the injuries in the case, the following ones were described in patient's medical records conforming events: pelvic pain, menorrhagia and dyspareunia amd event event device dislocation was added. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical records received: new reporters, patient demographic information, concomitant diseases and drug, historical conditions, new event device dislocation added. On 27-feb-2018: plaintiff fact sheet was received and the following events were provided: abnormal vaginal bleeding and dysmenorrhea (cramping). Essure lot number was provided. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.